Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was admitted to the hospital due to cardiac arrest. The patient is deceased, and post mortem information showed there were atrial fibrillation episodes and no other events. It was also reported the device reached elective replacement indication seventeen days before death and the device was found to have reached end of service five days after death.